Event description:
It was reported the patient had his spp cylinder removed and replaced due to impending erosion. Only one cylinder was removed since the patient only had a right side cylinder at the time. Two cylinders were implanted. No additional patient complications were reported in relation to this event.